Event description:
It was reported while in the ccu, the md inserted the iab using a sheath. After the autocat 2 wave 2.3 was switched on, the pump alarmed gas loss. There was no blood detected in the drive tubing or in the iabp. The md tried "a few" more iab's and the same alarms occurred. The md did place an iab and there were no reported pt complications. Refer to MDR# 1219856-2007-00009 and MDR# 1219856-2007-00019 for add'l info concerning the same pt.

Manufacturer narrative:
A follow-up report will be filed if more info becomes available.